Event description:
The customer contacted physio-control to report that during a procedure on a dog, their internal paddle assembly set was not detected by the device. As a result, they were unable to defibrillate the dog. The end user obtained a backup internal paddle assembly and was able to successfully treat the dog. There were no adverse effects to the dog as a result of the reported issue.

Manufacturer narrative:
(B)(4). The customer advised that the device tested ok with a different set of internal paddles and that the device was placed back into service for use. The customer disposed of the defective internal paddles and purchased a replacement set. The cause of the reported failure could not be determined.